Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had dislodged. The dislodgement was able to confirm via fluoroscopy. The ra lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The lead was returned due to dislodgement. A complete lead was returned for analysis in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.